Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touchscreen timed off unexpectedly during user interaction. During troubleshooting with tandem technical support, it was reported that the issue was resolved. Customer continued to use the pump for insulin therapy. Customer's blood glucose was 105 mg/dl.